Event description:
Npb was notified regarding an incident allegedly involving a puritan bennett ventilator. The report described that there was an apparent inadvertent extubation of the pt's et tube with alarm. The alarm was responded to, pt was resuscitated and re-intubated again. There is no report of ventilator malfunction.

Manufacturer narrative:
The customer did not provide vent serial number. No other info has been provided or able to be obtained, as of the date of the initial MDR report. A follow up report will be submitted when new info becomes available.